Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported the patient started intrathecal baclofen treatment on (B)(6) 2009 and treatment was ongoing. The patient was also taking miralax (oral, etc.) At the time of the event. The patient was experiencing stable high tone. The cause of the alarm was a missed pump refill appointment. A contrast study and computed tomography (CT) was scheduled for (B)(6) 2014. The pump was not being removed.

Event description:
It was reported there was a non-critical alarm occurring due to low reservoir volume reached. The alarm was confirmed by telemetry. The patient had missed a refill. It was noted the patient was non-compliant. The pump was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).